Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the physician that the pt had a high lead impedance, and the pt was stated to have "intermittent somewhat painful stimulation". Attempts for further info have been unsuccessful to date.